Event description:
It was reported that during use of the left ventricular (lv) lead the patient complained of jumping/hiccupping with pacing. The healthcare professional was able to visualize stimulation, vector express completed. The lv lead was programmed lv1-lv3 with no stimulation in the clinic, after the patient went home stimulation was noted again. Additionally, the lv lead was noted to have exhibited high thresholds. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: w4tr01 crt-p, implanted on (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.